Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-07176. It was reported that when patient presented to the clinic for a follow up visit, ineffective stimulation at high amplitudes issue was observed. Upon x-ray review, lead migration and fracture issues were confirmed. One lead has high impedance and the other lead had migrated however it is unknown which serialized lead had the issues. Patient denies any traumas and was receiving effective coverage prior. Lead revision is anticipated in the near future to help resolve the issue to provide effective coverage. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-07176. New information received states that leads were explanted and new leads were implanted to resolve the issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.